Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood was present in the neck region. Resistance testing found the lead was not electrically continuous. Visual inspection also showed a nick in the polyurethane tubing and a corresponding cut in the suture sleeve. This suggested the suture sleeve was most likely tied-down on the lead body approximately 24.3-26.6 cm from terminal pin. Detailed analysis confirmed that the outer coil was fractured approximately 26.5 cm from the terminal pin. The location of the fracture appears to be at the distal end of suture sleeve tie-down.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this patient presented with dizziness. Upon interrogation, noise was observed on this right ventricular (rv) lead resulting in pacing inhibition. As a result, a temporary pacing wire was placed for back-up pacing. This rv lead and device were explanted. No additional adverse patient effects were reported.